Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message and the display was not working properly. The complainant did not indicate what the display problem was. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.